Manufacturer narrative:
Unit received and placed unit under microscope and found physical damage to cow catcher (connector platform skewed or misaligned), and physical damage to the connector pins. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of charging, led, and communication events could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device unable to charge, communication issue between pump and transmitter, led anomaly. Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Sensor signal not found/cannot find sensor signal/lost sensor/loss of communication customer reported receiving bg not received and/or no calibration occurred. Behavior occurred for less than 15 minutes and was resolved after placing pump and transmitter closer together. Transmitter charging customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger green led light is solid green for more than 1520 seconds. No harm requiring medical intervention was reported. Product return status for mmt-7841zn is unknown. It was unknown whether the customer will continue using the device.